Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to the high blood glucose on unknown date. Customer's blood glucose value was 600 mg/dl and 800 mg/dl. Customer also specified other relevant blood glucose value was 330 mg/dl and 164 mg/dl. Customer treated with bolus for high blood glucose. The product will not return for the analysis. Frn-rsvr,unomed inf set.